Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013188, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 24-nov-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6013188" . The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6013188 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 09-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: the lot 5e00314 was assembled according to the wi version 29 and manufactured on 09-may-2025, with a total of (B)(4) units. The lot 5e02211 was assembled according to the wi version 29 and manufactured on 10-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced the infusion set bent cannula issue on (B)(6) 2025. Which leads to high blood glucose levels. The patient got assistance from his wife by administering insulin by pump. The patient was eventually hospitalized on (B)(6) 2025. The patient also experienced weakness, increased thirst and nausea. The blood glucose was 563 mg/dl and was treated with intravenous drip and some insulin shot. The patient was in the hospital for less than 24 hours. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6) patient country: united states